Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the hospital received two boxes (20 units) of the reported lot, out of which there were 17 units that worked fine with no issues. During cleanup of the room (after the completion of surgery), the nurse placed the battery pack of the 18th unit (which was not utilized during the surgery), off to the side and the battery pack exploded. When the battery exploded, black powder (i.e., the battery acid) hit the wall but did not enter the sterile field. It was requested that the hospital return the damaged battery as well as the final two of the same lot number. Further clinical information was received that stated that the battery explosion occurred after surgery, the surgery was complete at the time and the nurse that was involved in the issue cut the battery cord directly prior to the explosion.

Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR. On 10/31/2015, two complete unopened devices were returned in the sealed tray and tyvek lid but without the shelf carton. One battery pack was returned in a plastic bag. The complete devices were intact and in pristine condition. The returned battery pack was deformed and covered in battery gel. The electrical wire to the hand-piece had been severed. The two complete devices operated normally. The battery pack was too deformed and damaged for any functional testing. Several batteries in the battery pack had experienced anode expulsion and the contact terminals had been badly damaged. The device history review noted no anomalies, request for deviations or non-conformances with the device or the batteries. The manufacturing process review noted no systemic issues. The customers reported event is that the battery pack was removed from a pulsavac unit that was prepped but not used, and set aside after the procedure. The battery pack exploded and spewed battery gel against the wall but not in the sterile field. The customer also reported receiving 20 units, from one production lot, with no problem with the first 17 units. The 18th unit was the battery pack explosion. When returning the battery pack for this complaint the customer returned the last 2 devices from the production lot. The reported event of the battery pack exploding was confirmed. The battery pack did experience a catastrophic electrical short causing anode expulsion. Based on the available information, the cause for this reported incident is most likely due to the user severing the electrical wires. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn. The pulsavac hand-piece is normally exposed to biological fluids and as such would be treated as a bio hazardous material after the procedure. Since, the battery pack was sitting on the cleaning cart it is most probable that the electrical wires were severed to remove the battery pack from the hand-piece. Speculatively, the most likely cause for this incident is improper disposal of the device in contradiction of the iinstructions for use warnings by the customer.